Event description:
Reporter indicated that vns depression study pt was hospitalized due to a manic episode. Further follow-up revealed that the pt is doing well and is scheduled for release from the hosp. Treating physician indicated that the event was not related to the vns therapy.